Event description:
The account alleged the bed is in the full raised position. When lowered manually, the bed will rise as soon as it is connected to power.

Manufacturer narrative:
The account found the wiring harness was pinched and partially severed. The harness was replaced but the issue remained. The account isolated the siderails and j4, j5 and j6 and the issue remained. The account found that the wiring harness may have caused the control board to fail. The account replaced the control board to repair the bed.